Event description:
The pt was in a nursing home and missed a pump refill. When trying to refill the pump, it was discovered that the pump had flipped. The pt had gained weight, but had problems in the past with the pump flipping, as well. The physician was able to flip the pump back over and refill it successfully. He planned to monitor the pt and might do a revision at a later date. The pt had no symptoms related to the event. The medication being delivered via the device system was not reported.

Manufacturer narrative:
.